Event description:
During acl reconstruction drill bit broke off in patient's bone. Drill bit was intentionally retained (risks of removing it outweighed the benefits). No harm to patient. Drill bit is not available for evaluation, however, fixation device handle was sequestered by facility.